Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg had reached end of life. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. There were no complications during the procedure.